Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a spontaneous episode of monomorphic ventricular tachycardia (mvt). Anti-tachycardia pacing (atp) delivered failed to convert the rhythm and the episode advanced to shock therapy. All provided therapy was appropriate, however, after the shock therapy was delivered, the patient was triggered into atrial flutter due to the timing of the shock therapy. During the atrial flutter, atrial pacing was provided, leading to functional undersensing of intrinsic ventricular activity, resulting in inappropriate right ventricular pacing. It was discussed by the physician that the root cause of the inappropriate pacing appears to be due to the atrial flutter response not being turned on, so the feature was turned on and the atp parameters adjusted for greater efficacy. The ICD remains in service. No additional adverse patient effects were reported.